Event description:
During the transseptal puncture, it was noted that the valve of the sheath was leaking. The sheath was replaced to complete the procedure with no adverse consequences reported on the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. Microscopic examination of the seal revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.